Manufacturer narrative:
Additional information: d9, h3, h4, f10/h6: component codes, h6, h11. H4: the lot was manufactured in may 2024. H11: one (1) unopened device was received for evaluation. Visual inspection was performed and dark particulates were identified on the packaging of the inlet. The reported condition was verified. The reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050. The investigation has been performed and identified the causes of the reported particulate matter within the inlet primary packaging inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet had particulate matter. This issue was found while reviewing the products in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.